Event description:
It was reported that the device overheated during testing at the manufacturer. There was no patient involvement and no adverse consequences alleged with this event.

Manufacturer narrative:
Internal components were evaluated which revealed the presence of foreign debris contamination and corroded bearings within the device.